Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on an intellivue x3 patient monitor indicating that through a post market clinical follow up survey. It was reported the spo2 value was inaccurately low, which led to a delay in treatment. There was no report of actual harm associated with this complaint.